Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test during pm" was reproduced. Evaluation had device sent to flow line for flow accuracy test at rates: 40 ml/hr; volume to be infused: 20 ml - results: 21.652 / 8.26% error - fail, rate:20 ml/hr; volume to be infused: 20 ml - results: 21.724 / 8.62% error - fail. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of specification pressure readings. The pressure setup required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test during preventative maintenance. There was no report of patient injury or medical intervention associated with this event. No additional information is available.